Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised unit showing low o2 and then shutting down with no lights or alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold was leaking, which confirmed part of the original complaint issue. However, the underlying cause could not be determined. The complaint issue for no alarms was not confirmed.

Event description:
Dealer advised unit showing low o2 and then shutting down with no lights or alarms.